Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: taiga 6fr ebu3.5; heartrail 5 fr. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, eccentric, totally occluded de novo, proximal left anterior descending (lad) artery the 3.5 x 33 mm xience xpedition stent delivery system (sds) crossed the lesion with a non-abbott cocath guiding catheter. Local weather conditions caused a power blackout during the procedure; the xience xpedition sds and the cocath guiding catheter were retrieved into the guide catheter under strong resistance; angiography was not used. Power was restored and it was noted that the stent had become dislodged off the balloon inside the guide catheter. The xience xpedition sds, dislodged stent, cocath, and guiding catheter were removed as a single unit from the anatomy without reported issue. A different xience xpedition stent was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.